Manufacturer narrative:
Brand name stealthstation¿ s8 system; product ID 9735670 (serial: (B)(6)); product type: brand name ; product ID 9735821r (lot: -); product type: 2543-mnav - system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site stated upon boot up, they were getting localizer faulted in app. No patient was present. Troubleshooting information was provided. 3 systems, they turned the system on and everything came up but it stated localizer faulted. Beeps came on, and the light came on. They swapped interconnect cables to no resolve. The probable cause was suspected to be the battery in the positioning sensor unit (psu).

Manufacturer narrative:
H3 - vendor analysis found a faulted battery. The faulted battery has been replaced, the enclosure has been replaced as per customer request, and the returned unit has been characterized as extended pyramid volume. The unit has also passed outgoing product testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6). The positioning sensor unit (psu) was returned to the manufacturer for evaluation. After functional testing, visual/physical examination, and device proceduralized testing, the reported issue was confirmed. The results of the analysis concluded that the psu had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) of 2018 and intermittent illuminator current low dating back to (B)(6) of 2022. There was a battery voltage low message along with bump detected and storage temperature exceeded. Codes: b01, c02, d02 a manufacturer representative went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.